Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and reader powered on and off and charges. Plastic was observed on the bottom of the reader to be melted. Visual inspection was performed on the returned reader and reader casing was observed to be melted. Reader powered on with button depression. Built in reader test was performed and reader test passed. The returned reader was further investigated and de-cased reader and performed visual inspection of the pcba and no issues were observed. Stm processor returned. Returned battery voltage was measured to be within specification. A thermal camera was used to look for hotspots and no hot spots were observed. A power consumption test was performed using a multimeter and a known good battery and results were within specification. The lack of fire related damage to pcba and components , including no observation of hotspots, suggests the burnt related damage was external to the reader. The were no signs of burns inside the reader front casing and screen , indicating the damage had not been initiated on the inner side of the reader casing. The passing of the built in reader test and the power consumptions test shows the reader electronics were functioning as intended and also adds to the evidence point at the heat was external to the reader. Therefore, issue will be closed to not confirmed to use due to external factors. The cable and adapter has been requested back for an investigation and the customer agreed to return the device. However, cable and adapter has been received at this time despite follow up attempts by adc. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "burned and caught surroundings papers on fire", while in a pouch. There was no report of smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reports their abbott diabetes care device, "burned and caught surroundings papers on fire", while in a pouch. There was no report of smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.